Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. There was a damaged/cracked sapphire distal window and an artifact in the left eye.

Event description:
It was reported that the endoscope had physical damage. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: during central processing, the endoscope was tested. Black spot appears on the screen while focusing.